Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the new caster is faulty and will not swivel all the way around. She states it got caught up on something.